Manufacturer narrative:
The lead was returned due to patient death. As received, a partial lead (only connector portion) was returned in one piece for analysis. Visual examination of the partial lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number:2017865-2024-70222. Related manufacturer reference number:2017865-2024-70225. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device.